Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001504 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium broke. During use on a patient, the opening of valve completely broke and went into the clear hub. The valve detached from sheath and was in the hub. No air entered the patient¿s body and no medical or surgical intervention was required. Hemodynamics were not compromised due to bleeding and the approximate volume of blood that was lost was unknown. No reported patient consequence. They exchanged the sheath and the issue was resolved. The case was completed without any further incident. The event was assessed as a MDR reportable hemostatic valve separation issue.